Event description:
It was reported that 8 pen ndl 32g 4mm pro 14 bag 700 case jpx were unable to deliver medication during use. The following was reported by the initial reporter: "the customer reported as follows: drug didn't come out because the needle npe was bent."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 3/24/2021. H.6. Investigation: four open 32g x 4mm pen needle samples and four photos were returned from lot. No. 0154674, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all four samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 8 pen ndl 32g 4mm pro 14 bag 700 case jpx were unable to deliver medication during use. The following was reported by the initial reporter: "the customer reported as follows: drug didn't come out because the needle npe was bent."